Event description:
Initial reporter stated brake pads not holding and rollator not braking. Reportedly in speaking with the reporter it was learned the end user had been issued this device a few months ago. The left brake is affected. No injury.